Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was difficult to remove. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was unable to cross the lesion. The device was removed from the patient's body with problems and the procedure was completed with a non-boston scientific product. No complications were reported and the patient was in good condition after the procedure.